Event description:
Customer states, pt sample gave initial probnp result of 7.56 pg per ml. Physician questioned the result, because pt normally has higher probnp, around 3000. Lab reran same sample on e170 analyzer and received 3216 pg per ml. Sample was then poured over into sample cup and rerun on this 411 analyzer and received a result of 3608 pg per ml. Pt was not treated from original result that was reported as 7.45 pg per ml as the physician had questioned the result and asked for rerun.

Manufacturer narrative:
The field service rep could not determine a definitive cause. He performed artificial media and tsh tests which were within specification. He adjusted sample line b and sample probe over sample line.